Event description:
It was reported to philips unit alarms for light emitting diode (led) fail (ec 1105). The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. The field service engineer (fse) inspected the unit and performed troubleshooting, reviewed diagnostic logs and found error code consistent with alarm light emitting diode (led) fail. The fse determined per the service manual, the user interface (ui) printed circuit board assembly (pcba), power switch overlay, and ui pcba to power management (pm) pcba cable were failing. The fse replaced the ui pcba, power switch overlay, and ui pcba to pm pcba cable and issue was resolved. Unit successfully passed the required performance tests and unit was returned to service.

Manufacturer narrative:
The reported failure occurred during device testing prior to patient use where there is no risk of patient harm or injury. This event does not meet regulatory reporting criteria and therefore is being reassessed as not reportable. The replaced ui pcba was received for internal component analysis. The ui pcba was tested, and no failures were noted during evaluation. The customer's complaint could not be verified.

Manufacturer narrative:
A user interface (ui) to power management (pm) cable was returned for analysis. No anomalies were noted during visual inspection. An investigation was performed, and customer complaint was not verified; no fault was found.